Event description:
A vaxcel PICC line was placed for therapeutic purposes in 2004. The line measured 47 centimetes at placement. The PICC line was removed in 2005 measuring 41 centimeters. A CT scan showed evidence of 6 centimeters of residual line in the pulmonary artery. The pt chose not to have the residual line removed at this hospital. The hospital has no further info on this case.